Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in alarm history screen. Motor may have had an intermittent failure not detected during our testing. Unable to test for excessive no delivery alarm due to motor error alarm. Motor passed motor test. Unit received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had four no delivery alarms, a motor error alarm, and a motor position encoder error alarm. The customer confirmed that the device had been exposed to high magnetic fields. Blood glucose level at the time of the incident was 503 mg/dl, which was treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.